Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified and mildly tortuous unspecified coronary vessel. A 2.00mm x 15mm emerge balloon catheter was selected and advanced to dilate the target lesion. However, upon the 1st inflation, it was noticed that the gauge pressure did not increased. The device was checked and found out that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with no original packaging or other devices. There was blood and contrast in the inflation lumen and in the balloon. The hypotube was kinked in two places; 50 cm and 91.5 cm from the strain relief. Functional testing was performed using an inflation device filled with water and a balloon leak was noted. Examination under magnification revealed balloon pinholes over the proximal markerband and scratches on the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified and mildly tortuous unspecified coronary vessel. A 2.00mm x 15mm emerge balloon catheter was selected and advanced to dilate the target lesion. However, upon the 1st inflation, it was noticed that the gauge pressure did not increased. The device was checked and found out that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.